Event description:
It was reported that the customer experienced a high blood glucose level reading "high," though the specific value and cause were unknown. The customer administered a correction bolus via the pump, and subsequently replaced the infusion set and cartridges. No further assistance was required, and the matter was resolved without the need for additional checks or interventions.